Manufacturer narrative:
Pump was received with cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. (B)(4).

Event description:
The customer reported via phone call that the insulin pump cracked and has experienced high blood glucose. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 500 mg/dl at the time of incident and 565 mg/dl at the time of the phone call. Troubleshooting was done for high blood glucose and was found that the pump has a crack at the reservoir compartment. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.